Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported that their atrial fibrillation (af) heart rate went up approximately two months ago and the device delivered several shocks that were felt to be inappropriate. The patient indicated that they spoke with their physician following the therapy delivery, however, no additional information is known at this time. Technical services (ts) referred the patient to their physician for further review. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that review of stored device data in the remote home monitoring system noted a stored episode where four inappropriate shocks were delivered for af with rapid ventricular response (rvr). No known actions were taken and no additional information is available at this time. This device remains in service.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported that their atrial fibrillation (af) heart rate went up approximately two months ago and the device delivered several shocks that were felt to be inappropriate. The patient indicated that they spoke with their physician following the therapy delivery, however, no additional information is known at this time. Technical services (ts) referred the patient to their physician for further review. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.